Event description:
A caller reported experiencing a minimum fill notification while attempting to load a new cartridge. There was no adverse impact on the customer's blood glucose level. Technical support advised cleaning the pneumatic tap area on the pump, but reloading the same cartridge did not resolve the issue. As the customer did not have any more insulin available, she planned to draw insulin from the cartridge and use multiple daily injections (mdi) until she could acquire more insulin from the pharmacy.